Event description:
It was reported that a pt underwent lumbar fixation with posterior instrumentation for spondylolisthesis at l4-l5. Approximately 1 year post op, the pt presented with back pain. X-rays found that two screws were broken.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device info. Review of radiographic images provided shows degenerative spondylolisthesis at l4-5 without anterior column support. X-ray verifies fracture of lower screws and likely recurrence of slip. Degenerative disc disease noted at l5. The device remains implanted and is not available for return to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.